Event description:
This event was reported as a perivalvular leak. No further info was provided.

Manufacturer narrative:
Host tissue overgrowth, stenosis, examination of the valve in our laboratory revealed host tissue overgrowth had fused both commissures of the righ-coronary cusp and the attachment site between the left and noncoronary cusps and encroached onto each leaflet, resulting in stenosis of the effective orifice area, leaflet disruption and incomplete coaptation. Minor calcification was noted within the right and noncoronary cusps which did not appear to have affected the function of the valve. Mechanical injuries were noted in the left and noncoronary cusps and appeared artifactual of explant.x-ray analysis revealed foci of calcification within the aortic wall of the right and noncoronary cusps. Stent distortion was also noted which appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to host tissue overgrowth. These findings would not account for the perivalvular leakage noted clinically. X-ray analysis